Event description:
It was reported that during use of the sphere 9 catheter in a cardiac ablation procedure, an error message and a red temperature sensor error after right atria mapping and radiofrequency ablation. The sphere 9 signals showed viable voltage in an isolated vein (right superior pulmonary vein) when the color should have been red, and the signals appeared to be far field. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0013061403, patient data files, and images were returned and analyzed. Visual inspection of the catheter did not show any preliminary anomalies. The catheter did not pass testing for shorts and mapping due to an open circuit at the p1 and t electrodes. The catheter was connected to the test system to verify the temperature sensor error. The error was observed within the error log window. The p1 and t electrodes also appeared white with a red globe within the system mapping window. Microscopic inspection was performed to verify the open circuit on the p1 and t electrodes. A broken wire was observed on the p1 electrode and the t electrode was observed to be missing and cut out from the globe cage entirely. The catheter was functionally tested with a test catheter extension cable and testing concluded the same results on the catheter with open circuits showing on the p1 and t electrodes. Review of the log file showed time stamps and errors that were related to the procedure. "Catheter temperature sensor fault¿ and ¿no location patches detected¿ messages were observed during data analysis. Review of the returned images did not show the electrode globe. In conclusion, the catheter failed the returned product inspection due to a missing electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.